Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she got her tube removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin irritation ("my arms are killing me cause I keep scratching"), paraesthesia ("feeling like ants are biting me- I have that"), dry skin ("dry patches on her face, that would crack and bleed") and periorbital swelling ("eye puff up"). At the time of the report, the medical device removal, skin irritation and paraesthesia outcome was unknown and the dry skin and periorbital swelling had resolved. The reporter considered dry skin, medical device removal, paraesthesia, periorbital swelling and skin irritation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " dry patches on her face, that would crack and bleed, eye puff up and her tube get removed " were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she got her tube removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin irritation ("my arms are killing me cause I keep scratching"), paraesthesia ("feeling like ants are biting me- I have that"), dry skin ("dry patches on her face, that would crack and bleed"), periorbital swelling ("eye puff up"), blepharospasm ("eyelid twitching") and stress ("stressed"). Essure was removed. At the time of the report, the medical device removal, skin irritation, paraesthesia, blepharospasm and stress outcome was unknown and the dry skin and periorbital swelling had resolved. The reporter considered blepharospasm, dry skin, medical device removal, paraesthesia, periorbital swelling, skin irritation and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: eyelid twitching, stressed and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.